Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted, upon completion of the investigation.

Manufacturer narrative:
The lens remain in the patient's eye; therefore, it is not available for evaluation. The lot number of the lens was not provided; therefore, a device history record (DHR) review could not be performed. Based on the information available, the exact cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient presented with endophthalmitis during routine follow-up. Reportedly, the patient is recovering and the surgeon objected to providing additional information.